Event description:
Device was returned due to mechanical hardware failure (vr assembly). Log files indicate mechanical hardware failure (vr assembly) performed resistor calibration/verification test. Unit failed. Removed and replaced resistor motor. Performed resistor calibration/verification tests and unit passed. No other damage found. No CAPA.

Event description:
The following has been reported: biomed reported: "service needed error" patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.